Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose and high blood glucose. The customer's blood glucose at the time of incident was 39 and 40's, 49 mg/dl. The customer reported that the after correcting low blood glucose it went up to 341 mg/dl and customer woke up with 132 mg/dl this morning. The insulin pump will not be returned for analysis.